Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was returned and an evaluation was completed. A visual inspection was performed with no issues noted. Functional tests included leak testing, clamp function testing, clear passage testing, and device-device interaction testing with no issues noted. Therefore, the reported issue could not be verified through sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.